Event description:
It was reported to covidien on 04/09/2010 that a customer had an issue with a single lumen PICC. The customer reports that a PICC was placed on (B)(6)2009. On (B)(6)2009, the PICC was pulled as it was found to be leaking. On (B)(6)2009, the PICC was replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.